Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 05/03/2025. On the same day, it was reported that the pediatric patient experienced loss of consciousness due to hypoglycemia and at that moment the cgm reading was 6.1 mmol/l. When a fingerstick was taken the blood glucose reading was low. The patient was treated by the parents with lift glucose shots of 60ml, and was given toast with jam. After treatment the blood glucose reading was 10.0 mmol/l. The patient recovered after treatment and was not brought to the hospital. At an unknown time the cgm reading was 6.1 mmol/l. There was no documentation of medical intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.